Manufacturer narrative:
An investigation was initiated in response to a customer complaint of experiencing an issue with the inactivation protocol for mycobacteria/nocardia when performing an inactivation study with the vitek® ms mycobacterium/nocardia kit (ref 415659). The customer reported observing nocardia and mycobacteria growth, after completing the inactivation protocol, when no growth was expected. Global customer service (gcs) requested the return of the vitek ms mycobacterium/nocardia kit used by the customer, but the kit was no longer available. Investigation: biomérieux research & development (r&d) performed investigational testing attempting to replicate the customer's procedure as closely as possible and to assess equipment and reagents as potential root causes. The exact mycobacteria/nocardia strains used by the customer were not available for testing, so atcc® or clinical strains (obtained by r&d) of the same species were used. The inactivation protocol was performed for each species and the inactivated organisms were used to inoculate bact/alert® mp bottles (ref 419744). Positive control samples were also prepared for each species by inoculating bact/alert mp bottles without performing the inactivation protocol. The bact/alert mp bottles were then incubated for 42 days to test for growth. Equipment evaluation: mechanical disruption was evaluated for the biospec beadbeater mini-1 (used for the development of the protocol), beadbug 6 microtube homogenizer (used by the customer) and a vortex with horizontal adaptor. The 70% ethanol from vitek® ms mycobacterium/nocardia kit lot 1007499790 and freshly prepared 70% ethanol were evaluated with each piece of equipment. The customer's reported inactivation failures were not reproduced internally. There was no growth observed for any mycobacteria or nocardia organism after inactivation during the investigational tests. Growth was only observed for the positive control samples. Reagent evaluation: as the ethanol reagent is critical for the inactivation protocol to be successful, the quality of the ethanol was investigated. Chemical analysis was performed by three methods. 1. Nmr - ethanol from the same supplier batch (j0360) that was used in the vitek® ms mycobacterium/nocardia kit (lot 1007499790). Ethanol concentration was equal to 70.9% (m/m) (as expected) and no other organic compounds were observed in the sample tested. 2. Gc/ms - ethanol from a retained kit of the same lot of vitek® ms mycobacterium/nocardia kit used by the customer (lot 1007499790). Ethanol concentration measured 68.3% (v/v). Differences in results can be attributed to sample/standard preparation, instrumentation, and method variability. 3. Density was measured per the eur. Pharmacopoeia 10, alcoholimetric table 5.5 for ethanol from a retained kit of the same lot of vitek® ms mycobacterium/nocardia kit used by the customer (lot 1007499790). Ethanol density equals 0.888 ¿ 0.889 g/ml and meets the density specification on the certificate of analysis 0.883 ¿ 0.889 g/ml. The density and assay values on the coa are determined by the vendor per the european pharmacopeia 10, alcoholimetric table 5.5. Results from these tests indicate that the ethanol conforms to specification. An additional study was performed to determine the effectiveness of 50% and 60% ethanol when used with the inactivation protocol instead of the required 70% ethanol. Inactivation was found to be successful when using 50% and 60% ethanol. This indicates that a minor decrease of ethanol concentration would not have caused inactivation failures. Manufacturing record review: review of manufacturing records for the vitek® ms mycobacterium/nocardia kit (lot 1007499790 did not identify any problems or deviations related to this issue. Performance of the kit conformed to acceptance criteria during product release. The raw materials conformed to acceptance criteria and no problems on the supplier¿s end were registered during the manufacturing process. Complaint trending review: a complaint trend analysis for the vitek ms mycobacterium/nocardia kit identified no other similar complaints for this lot or other lots. Root cause: the root cause of the inactivation failures reported by the customer could not be established. Based on results obtained during this investigation, there is no evidence to support that the mechanical disruption device, kit reagents, or the inactivation method were the root cause the customer's issue. Conclusion: the investigation concluded that the inactivation method using the vitek ms mycobacterium/nocardia kit (ref 415659, lot 1007499790) is performing as expected. The customer's issue could not be reproduced internally and a root cause for the customer's issue could not be established. The customer was informed of the results of the investigation and biomérieux will continue to offer support to the customer with their inactivation study.

Event description:
A customer in the united states notified biomérieux of experiencing an issue with the inactivation protocol for mycobacteria/nocardia when performing an inactivation study with the vitek® ms mycobacterium/nocardia kit (ref 415659). The customer observed nocardia and mycobacteria growth after completing the inactivation protocol when no growth was expected. Species used for inactivation study: nocardia: n. Nova, n. Veterana, n. Paucivorans, n. Farcinica, n. Cyriasigeorgica mycobacteria: m. Tuberculosis, m. Gordonae, m. Avium, m. Intracellulare, m. Smegmatis, m. Abscessus, m. Kansasii, m. Scrofulaceum the customer performed the inactivation protocol as provided in the instructions for use, confirmed the identifications with the vitek® ms instrument (ref 410895), and then inoculated bact/alert® mp bottles with the inactivated organisms. The bact/alert mp bottles obtained positive results very quickly, indicating the organisms were not inactivated and were growing in the bottles. As this was a study being performed to verify the inactivation protocol, there are no patient results related to this issue. There is no indication or report from the laboratory that this event led to any adverse event related to the operator's state of health. A biomérieux internal investigation has been initiated.